Event description:
It was reported that during a coronary stent procedure, the guide catheter was removed and the stent came with it. A dissection occurred and the pt went to surgery. Pt status is listed as "ok".